Event description:
It was reported that care giver observed a minicap with a dry sponge prior to use. The care giver stated that the sponge was orange/brown but the iodine appeared to be dry. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 27 of 52.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured 12/03/2014 - 12/09/2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.